Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. The only reported intra-operative finding was that there was some black material on the trunnion. The lfit v40 head and a poly liner were revised to a biolox head with sleeve, and another poly liner. Rep reported that no further information will be available.